Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with a mentor smooth round high profile 420cc saline breast prosthesis that ruptured post implantation. Deflation of the patient¿s right breast prosthesis was discovered during an implant exchange surgery on (B)(6) 2022. The removed breast prosthesis was replaced with a mentor smooth round high profile 420cc saline breast prosthesis.

Manufacturer narrative:
Device evaluation summary: according to the information received, the patient experienced deflation in the breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold extended from the anterior to the posterior view. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable leakage. Although no rupture was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: implant exchange. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).